Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure after which they experienced a hyperglycemic event. The day of the event the patient inserted a new sensor and received the alert ¿no alert, change sensor¿. The patient removed the sensor, and no new sensor was inserted. On the same day the patient experienced nausea and vomiting. According to the patient they had diabetic ketoacidosis and were brought to the hospital by their husband. When a fingerstick was taken at the hospital the blood glucose reading was 680 mg/dl. The patient received intravenous treatment with insulin and was discharged after 2 days. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.